Manufacturer narrative:
(B)(4). Initial reporter last name-(B)(6).

Event description:
Data investigation could not confirm transmitter failed error. The root cause could not be determined post investigation as the allegation was not found.